Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display.

Event description:
The customer reported that the insulin pump was exposed to moisture. The customer¿s blood glucose level was 143 mg/dl. The customer fell in a lake with his insulin pump and took his reservoir out and was about to take battery out and said there was condensation under the screen. Customer reported that there was fluid under the display. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.